Event description:
It was reported that this patient's atrial tachy response (atr) episodes exhibited noise in the right atrial (ra) channel that led to inappropriate atrial tachy response (atr). The ra pacing impedance was stable. Boston scientific technical services (ts) reviewed the stored events and discussed the noise led to cross-talk oversensing in the right ventricular (rv) channel. Additionally, ts indicated the noise appeared to be consistent with mechanical impairment of the ra lead and recommended checking the patient to confirm the lead integrity. The patient was checked in-clinic. Electrical testing was performed and the ra noise could not be reproduced. Additionally, all measurements were normal. As result, the physician decided to evaluate the leads during the next replacement of the pacemaker. The system remains in service and no adverse patient effects were reported.